Event description:
Additional information received from the consumer via the manufacturer's representative (rep) reported there were concerns of the spinal cord stimulator not working. High impedances were noted when they met. The patient said she may have tripped, but did not remember falling. A revision with the replacement of the lead took place on (B)(6) 2016. At the time of the report, the issue was resolved.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Under analysis it was discovered that all conductors on the lead were broken 15.6 cm from the distal end. Lead ((B)(4)).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97792, lot# n468162, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Information from the manufacturer representative reported the patient with a neurostimulator for spinal pain had tenderness at the implantable neurostimulator (ins) pocket since implant, lost 20 pounds since implant, and that the ins poked out more. The patient hit this area when she leaned back against a chair or hit it on an armrest of a chair. The lead appeared to be poking out where it comes out of the header block of the ins. The way the ins poked out was a new issue. In early november, the patient experienced a loss of stimulation . The patient experienced a loss of therapy. There were no trauma or fall related to the issue. An electrode impedance test was done at 3.0 volts. There were impedance combinations greater than 40,000 ohms, and all other combinations were greater than 18,000 ohms. It was reviewed with the manufacturer that they have limited options for reprogramming and it's unlikely they will re-establish stimulation given the high impedances. The patient was using electrodes 3-5 and 4,5,6,7 prior to the day of the report. The manufacturer representative had tried 0, 1, 2, 3, and 4-7 and 2-3-4 but the patient was only getting slight feeling with 4-7 and the patient was not getting stimulation at 10 volts generally. Additional information received from the manufacturer representative about two weeks later reported that the physician was going to take x-rays and discuss with the patient at a later date about doing a revision/replacement. The follow-up appointment to discuss this was not scheduled at the time of the report. A follow-up report will be sent should additional information be received.